Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that during implant there was difficulty getting the right atrial (ra) lead placed. After the system was implanted the patient began having low blood pressure, was not feeling well, was light-headed, and could not function. The patient went to the emergency room where it was found that their blood pressure was low and they were in atrial fibrillation (af). An echocardiogram showed fluid around the heart and pericarditis, and the patient was told there may have been a hole in the heart. The patient indicated they stayed in the hospital for a week, followed by fifteen days in a nursing home. Follow-up information from the clinic confirmed implant difficulty, and there was a perforation and effusion from the ra lead. A revision was not performed because the situation was stable. The patient was monitored, and the ra lead remains in use. No further patient complications have been reported as a result of this event.